Event description:
On (B)(6) 2025, pt presented at ER in vf after several unsuccessful appropriate shocks. Patient was successfully externally cardioverted out of vf. System failed dft testing. There was attempt to replace the system but only changed out the ICD on (B)(6) 2025 due to access/anatomy issues with lead revision attempt. Rv lead therapies are still on but may not be effective. The patient is still hospitalized and has an lvad and is at end-stage heart failure and is experiencing ongoing right ventricle failure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.